Event description:
The customer contacted baxter's technical service center to report a leak while on the home choice (hc) device during use during set up. The care giver(cg) stated that she did not connect the bags correctly and she went to disconnect the bag and it started to leak. The cg stated that she needed to start over. The baxter technical representative (tsr) assisted the cg to close clamps and cycle power. The hc went to press go to start. The tsr assisted the cg with getting the set out. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed because not properly securing connections may cause a disconnect resulting in a leak, which is a use error that can lead to contamination. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error that caused the leak; therefore, the sample was not requested for evaluation and a batch review will not be conducted.